Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the foot control device was smoking and the plate fell off the foot pedal. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the base plate was broken off. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling (user error) by dropping or hitting the device against something. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.